Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that after completion of a labral repair with a suturefix ulta anchors. It was noted on the x-ray image a foreign body. It was a part of the anchor deployment device. The object was retrieved from the patient. Five anchors where used and it is unsure which device malfunctioned.

Manufacturer narrative:
Four 72203841 suturefix ultra anchor xl devices returned. Complaint correspondence and attachments indicate that the following complaints were all related: (B)(4). The complaint stated: "it was reported that after completion of a labral repair with a suturefix ultra anchors. It was noted on the x-ray image a foreign body. It was a part of the anchor deployment device. The object was retrieved from the patient. Five anchors where used and it is unsure which device malfunctioned. Retrieval of this foreign body took approx. 2 hours with prolonged anesthesia time and traction on patient's lower leg." All five complaints were opened for the same failure. The container held four used devices. It was labeled as (B)(4). That complaint was routed to evaluation in august and closed. These four are therefore the related remaining four devices. Because the devices are not labeled individually, they were evaluated together. The devices were all returned without suture or anchor. The devices were previously deployed. The outer insertion shafts are straight and undamaged. None of the nose tubes dented or bent. The inner shaft fork tines are intact on each insertion device. There is no obvious failure accounted for on any device. They are simply tainted and missing their suture/anchors. No root cause associated with the manufacture of this device was confirmed.